Manufacturer narrative:
The field service engineer examined the phaco system at the customer location and found the vitrectomy cut valve not functioning properly and exchanged the component. The phaco equipment was repaired and is continuing to be operated.

Event description:
The clinic reported that the vitrectomy function on the phaco machine is not working. No pt injury reported.